Manufacturer narrative:
The customer¿s report of a pump module that shut off shortly after midnight on (B)(6) 2019 was not confirmed. A review of the device error logs found no errors during the time period of the reported event. Analysis of the pcu event log shows pump module s/n 13135139 was not in use during the time of the reported event. The log also shows that the system was powered off at 4:07 pm on (B)(6) 2019 and powered back on at 10:52 am on (B)(6) 2019. The root cause of the reported pump module shutting off was not identified. No device was returned for investigation. Log review only.

Event description:
It was reported that the pump module "shut off" some time after midnight on (B)(6) 2019. The customer requested event history and key presses from midnight through 10 am on (B)(6) 2019 the event occurred in the ICU.